Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral loosening. (D11)concomitant devices: (cn: 02-012-45-1515, sn: 2529236) logic fit tray, size 1.5f/1.5t (cn: 02-012-44-1511, sn: 2212077) logic psc insert, size 1.5, no information provided in the following section(s): a3, a4, a5, b6. The following section(s) have additional info; g4, g7, h1, h2, h3, h6, and h7.

Manufacturer narrative:
Section h10: (h3): pending evaluation. No information provided in the following section(s): a3, a4, a5, b6 and g5. The following section(s) have additional info: b5, d4 (UDI number), d10, g4, g5, g7, h1, and h2, (d11)concomitant devices: (cn: (B)(4), sn:(B)(4) ) logic fit tray, size 1.5f/1.5t. (Cn: (B)(4), sn: (B)(4) ) logic psc insert, size 1.5, 11mm.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 02-012-45-1515, sn: (B)(4)) logic fit tray, size 1.5f/1.5t; (cn: 02-012-44-1511, sn: (B)(4)) logic psc insert, size 1.5, 11mm.

Event description:
As reported, index surgery: (B)(6) 2013. Revision of the right knee implants, due to aseptic loosening of the femoral and possibly the tibial components; therefore, the components were explanted. The patellar component was noted to have significant wear but because it was well-fixed, it was elected to not revise this component. During the revision procedure, femoral and tibial components with stems, offset coupler, and augments were implanted. The patient tolerated the procedure well and left the operating room in stable condition. The rep was present at the time of the surgery. The devices will be returned for evaluation under (B)(4).